Manufacturer narrative:
E3: non-healthcare professional / company representative. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦6.3 observations (caution): do not push or pull the ultrasonic probe with strong force or pull it into the endoscope curvature while the ultrasonic probe is driven (unfrozen state). In particular, push and pull the ultrasonic probe slowly when the endoscope is strongly bent or when forceps are being raised. Strong force or sudden movements may cause image distortion or damage to the ultrasound probe. When driving the ultrasound probe, return the endoscope curvature and forceps raising as much as possible. Driving with a harsh probe geometry may lead to image distortion or damage to the ultrasound probe. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited indentation and elongation at the tip of the insertion. There was no patient involvement.